Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 200 units of insulin. Additionally, it was reported that the cartridge was leaking from the canister. Customer loaded a new cartridge to address the issue. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 110 mg/dl.